Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm in 2002. The diameter of the proximal non-aneurysmal aortic neck was 25 mm, and the length from the proximal non-aneurysmal neck to the distal non-aneurysmal iliac neck was 130 mm. The pt has a history of coronary artery disease. It was reported that final angiography revealed an endoleak. A pre-discharge computerized tomography scan revealed a small type ii endoleak. Which was also noted at the 1-month follow-up. It was reported that the pt would have another computerized tomography scan at 6 months. No clinical sequelae were reported, and the pt is reported to be fine.